Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 7070466. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 7071772.

Event description:
It was reported that the patient was experiencing inadequate stimulation since the implant procedure. Multiple reprogramming attempts were performed but the issue was not resolved. The patient underwent a procedure to implant a thoracic surgical paddle lead and post-operatively the patient was receiving great paresthesia coverage of all pain areas. Since the revision, the patient reports zero percent pain relief even with continued great coverage. The patient has declined further reprogramming and has decided to no longer use the stimulation.

Event description:
It was reported that the patient was experiencing inadequate stimulation since the implant procedure. Multiple reprogramming attempts were performed but the issue was not resolved. The patient underwent a procedure to implant a thoracic surgical paddle lead and post-operatively the patient was receiving great paresthesia coverage of all pain areas. Since the revision, the patient reports zero percent pain relief even with continued great coverage. The patient has declined further reprogramming and has decided to no longer use the stimulation. Additional information was received that the physician ordered a thoracic and lumbar bone scan. An appointment has been set for the patient to be fitted for a back brace and the physician does not plan to explant.